Event description:
It was reported that the programmer had a broken tab on its back door to the electrical cable and that the printer was not printing. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head would not interrogate and was out of specification on its uplink functional tests. The head's cable was replaced to resolve. Analysis also found a broken lens in the upper case of the head, and the upper case was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).